Event description:
During surgery, the surgical assistant noticed that the clear tubular plastic sheath that covers the guarded bovie tip, approximately 1.5cm in size, was missing. The plastic sheath is not meant to be removed.